Event description:
On (B)(6) 2012, the patient contacted animas alleging that he awoke with blood glucose (bg) of 375 mg/dl, large ketones, and dry mouth. The patient stated that multiple occlusion alarms had occurred since the evening of (B)(6) 2012. The patient was unable to prime using the same cartridge and tubing that had been in use at the time the occlusion alarms began. The patient attempted to manually prime while on the phone with animas customer support (cs) without success. The patient denied any damage to the cartridge compartment and confirmed that the cartridge cap was secure. Troubleshooting indicated that the patient was cycling cartridges appropriately and was not using expired supplies. When the patient changed both the cartridge and the tubing, he was able to complete priming without any further alarms. At the end of the call with cs the patient's bg was reportedly 299 mg/dl after correction via syringe. The patient continued insulin pump therapy using a new cartridge and new tubing. The cartridge and the infusion set in question were both requested to be returned, as it could not be determined which product caused or contributed to the reported occlusion alarms. Follow up indicated that the patient's bg later resolved to 80 mg/dl. Recurring occlusion alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy after he was unable to clear recurring occlusion alarms.

Manufacturer narrative:
Device evaluation: a retained cartridge from lot # b201781 was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.